Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual/tactile inspection revealed that there is no issues identified with the hypotube shaft. No kinks or damages were identified on the shaft polymer extrusion. A visual examination of the balloon identified no damages. Microscope analysis revealed that there is no issue identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. For inflation/deflation test, the device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located over the proximal marker band.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at less than the rated burst pressure upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at less than the rated burst pressure upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.